Event description:
Medical affairs has been unable to get hold of the pt and will be sending a letter to obtain more clinical info. Basd upon the info provided, the case is being reported as a malfunction. Pt called alleging high readings on their lfs meter. Pt obtained a 552 mg/dl and took insulin and tested again and obtained 89 mg/dl. No info on the time difference between the two readings. Pt started to shake and went to the hospital where their blood glucose readings was 70 mg/dl on their meter. Pt was treated with juice and candy and discharged 3 hours later. Chack strip test passed. Test strips were in good condition and not expired. Control solution failed twice, therefore this incident is classified as a malfunction. Customer service is sending replacement strips and control solution.